Manufacturer narrative:
Two actual devices and photographs of the samples were received for evaluation. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. However, the returned photographs were reviewed, and it was noted that colorless to white polymeric appearing particles were observed in the fluid pathway. The reported condition was verified during review of the returned photographs. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) within two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as, ¿white filament particle¿. The pm was discovered during visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.